Event description:
Vascular solutions duett arterial plug. Deployed into the pt's right femoral artery resulting in thrombosis of the right lower extremity vascular tree. Embolectomy was performed with good result.